Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient contacted the distributor on (B)(6) 2015 to report that she had a rash under the front te pad on her left side. The skin was not broken. The patient reported that her doctor told her to use some anti-itch spray for the rash. There was no alleged device malfunction. During a follow-up on 3/31/2015 the patient reported that the irritation was getting a little better. The final medical outcome of the irritation is unknown.